Event description:
It was reported to boston scientific corporation that following a pelvic floor repair procedure performed six months ago (exact date unknown), using an uphold vaginal support system, the patient had a recurrent cystocele and it was discovered that she developed a uterine polyp. The physician opined that the polyp was unrelated to the procedure or device. On (B)(6) 2010, the physician removed the uphold mesh assembly, removed the patient's uterus, and performed a utero sacro suspension. The patient is reportedly "completely fine" and without any complications.

Manufacturer narrative:
The patient's exact age is not available but is reportedly over 18 years old. There is no patient code available for recurrent cystocele or uterine polyp. The device has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.